Event description:
It was reported that the patient presented in emergency room for unknown reason. Upon interrogation, it was noted that the right-atrial (ra) lead exhibited oversensing of noise resulting in inappropriate automatic mode switch. As a resolution the ra lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events were oversensing noise and mode switch. A complete lead was returned in one piece. The reported event of oversensing noise was confirmed. Visual examination of the lead found multiple external abrasions breaching the outer insulation at 7.5 cm to 7.8 cm, 12.1 cm to 12.3 cm, 12.5 cm to 12.7 cm, 12.7 cm to 13.0 cm and 13.0 cm to 13.3 cm from the connector pin and exposing the outer coil located proximal to the suture sleeve tie down impression. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zones.